Event description:
Our rep is reporting that during a knee procedure, while driving a screw into the bone, a portion of the distal tip of a hex driver broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient. Facility discarded the complaint device.

Manufacturer narrative:
Nothing is being returned for evaluation, facility discarded the device. No lot number has been made available, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot discern a root cause for the reported event. At this point in time, we consider this to be an anomaly. No further action is warranted.